Event description:
Customer reported packages were opened. Initial review of the complaint did not determine this was a safety issue or a reportable event. On april 28, 2008 the samples were returned by the customer. We are unable to isolate the problem to the samples involved in the complaint, but we are able to isolate the problem lot to which the samples belong. Based on the returned samples and further investigation results, medical device technologies, inc has decided to implement a field corrective action. FDA notification of action was sent on may 6, 2006.

Manufacturer narrative:
The complaint was due to sealing issues isolated to this specific lot number. Recall issued due to possible sterility impact. No adverse event occurred.